Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The family has alleged a product malfunction and the cause of death to be cardiac related. At this time, the specific allegation against the device is unknown. An autopsy will be performed to determine the cause of death. Technical services (ts) indicated that the device will need to be turned off before removal. It will also need to be returned for analysis or obtain a save to disk and memory dump for analysis. Additional information indicated that the device was turned off; however, the field representative did not review any episodes.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt, this device will undergo analysis and this report will be updated with the analysis results.

Event description:
Additional information indicated that, because this was a private autopsy, the physician who performed the autopsy could not release the full autopsy report without the family's consent. The physician did state that the cause of death was listed as hypertensive and arterioscholoratic heart disease. The physician also stated that it was her belief that the device played no role in the patient's death. At this time, the physician still has the device; however, she intends to return it in the near future.